Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported that the ilet wake button was unresponsive, and the screen would only turn on when placed on the charger. The user confirmed that the device did not vibrate when pressing the wake button and provided a video for documentation. A replacement device was arranged. No ems, hospitalization, or injury was reported.